Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The blood glucose value at time of event was 68 mg/dl and 171 mg/dl. The sensor glucose value at time of event was 120 mg/dl, 126 mg/dl. Insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer did not provide information about symptoms and treatment of low blood glucose. The insulin pump will not be returned for analysis.